Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent dbs procedure on (B)(6) 2017. During procedure, a piece of guardian cap screw broke and fell into patient's skull. The broken piece was retrieved and replaced with a new set. Procedure extended about 5 minutes. Issue has been resolved.